Manufacturer narrative:
(B)(4).

Event description:
The patient reported there was a lead revision. There were no patient symptoms or outcome reported. The indication for therapy was n on-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.